Event description:
Additional info received from MFR on 06/16/1999: since no actual samples which display the condition reported are available for examination, the co is unable to fully investigate this incident. The missing shield defect is a result of needle shield fall off after assembly and the failure of the shield detection system at the packaging machine. The packaging machine for this product is equipped with an automatic inspection system which senses syringes with missing shields and prevents them from being loaded into packages. The effectiveness of this device is audited during each shift that the machine is operated. In addition, a finished product audit is conducted on a weekly basis. These audits confirm that this defect occurs very infrequently.